Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump emitted loss of primes about once a day while using the last box of cartridges. The reporter stated that the patient's blood glucose (bg) was 23mmol/l with frequent urination. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the loos of prime issue.